Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The unit returned has distal end bent and wire broken. A visual inspection was performed and revealed that the wire was broken at 327.0cm approximately from the proximal end and evidence of tension/torsion overload was noted on the fracture site. The spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that difficulty tracking the burr over the rotawire occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ burr and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, the rotawire was able to cross the lesion. The physician then connected the rotalink advancer and the rotalink burr catheter and attempted to advance the burr into the patient. However, the burr could not be loaded on the rotawire. It was suspected the wire was kinked. Another of the same rotawire was used but that wire did not cross the lesion. The physician decided to remove the rotawire and used other non bsc guidewires. However, these wires also did not cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the rotawire was fractured.